Event description:
Catheters have spurs on them, and bend on attempts to thread them into veins. This causes veins to "blow", painful insertion attempts, and multiple sticks. Seems to be only with the #20 ga.